Event description:
It was reported that the right ventricular (rv) lead had dislodged during exercise on elliptical. The lead was revised and during the revision, the helix of the lead would not extend all the way. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).